Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-apr-2024. H.6 investigation summary : bd received 12 customer return samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april 2024. Further clinical testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes hemolysis and rbc in gel because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned samples and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Customer returned sample testing was unable to duplicate the hemolysis or poor barrier separation (rbc's in gel) reported, however, this complaint has been confirmed for hemolysis and poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, an unspecified number of tubes exhibited poor gel barrier separation and hemolysis in the serum after centrifugation. There was no report of patient impact.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, an unspecified number of tubes exhibited poor gel barrier separation and hemolysis in the serum after centrifugation. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.